Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine device replacement due to eri, high capture threshold was observed on the rv lead. Lead impedance and sensing was normal. A new device was implanted. Lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable and will continue to be followed normally.